Manufacturer narrative:
This report is submitted on november 27, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant because of a trauma to the head. Surgery to re-implant the device is planned for early 2020.